Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open buccal cancer resection, during vessel ligation, the clip could not close completely. Another device was used to complete the case. There was no patient injury.